Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged visualization of particles in the device and airway. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the device and airway. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging particles in device and in airway. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally and internally, observed unknown dust like contamination on the top enclosure, pca board, bottom enclosure, inlet of blower box, blower, blower seal, and blower box. Hairlike particles were observed on the front panel, also observed a liquid spot in the iso (international organization for standardization) port. They observed liquid spots on the bottom of the blower motor and in the bottom of the blower box indicating potential liquid ingress. Evidence of sound abatement foam degradation/ breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that they were not able to confirm the customer complaint. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.